Event description:
It was reported that the unspecified bd introsyte¿ introducer's sheath did not split as intended during use, resulting in unspecified medical intervention to the patient/clinician. No further information was provided. The following information was provided by the initial reporter: "incorrect/incomplete splitting of the introducer upon its removal, requiring the removal of the device being inserted through the introducer 1." "It was reported that incorrect/incomplete splitting resulted in patient or clinician injury that required medical or surgical intervention that your patients have encountered when using the bd introsyte¿ introducers to facilitate the placement of midline."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(6) has been listed. And the (B)(6) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. (B)(6), USA has been used as a default. Device manufacture date: unknown. Investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.